Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed low pacing impedances. The impedance had been running on the lower end since implant. The system was to be monitored. There were no adverse patient effects reported.